Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and the needle mechanism may have not moved forward. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. The cannula was found dislodged from the infusion site (arm). The patient doesn't think the pink slide moved forward. As treatment, a manual injection of insulin was delivered.